Event description:
It was reported that during a device change out procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) and the chronic electrode exhibited a shock impedance measurement of 1 ohm when a 10 joule shock was delivered. The electrode was reconnected to the device with an impedance measurement of 77 ohms displayed, however with a third delivered shock the impedance measurement was again 1 ohm. Technical services recommended system revision. The device and electrode remained implanted in the patient with therapy programmed off. Both products were explanted and successfully replaced approximately one week later. At the time of the explant procedure, damage to the electrode was noted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a device change out procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) and the chronic electrode exhibited a shock impedance measurement of 1 ohm when a 10 joule shock was delivered. The electrode was reconnected to the device with an impedance measurement of 77 ohms displayed, however with a third delivered shock the impedance measurement was again 1 ohm. Technical services recommended system revision. The device and electrode remained implanted in the patient with therapy programmed off. Both products were explanted and successfully replaced approximately one week later. At the time of the explant procedure, damage to the electrode was noted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.